Manufacturer narrative:
This product was not returned for analysis since remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited low amplitude. Further review was recommended by technical services (ts). This ra lead remains in service and no adverse patient effects were reported. Additional information noted that this patient was discharged from the hospital due to sepsis. No additional adverse patient effects were reported.